Event description:
(B)(6). Product sticks to the wound. A nurse reported one sticky experience with regular, nonadhesive foam under a compression wrap. Much ingrowth and very difficult to remove (shredded in the wound).

Event description:
(B)(4).

Manufacturer narrative:
The device is not yet available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Follow-up 1. Upon testing of the returned dressing, the following tests were conducted: absorption & retention, absorption under pressure, retention capacity, thickness, and ph. All measurements conformed to specifications. A review of production & sterilization documentation yields no deviations from processes. To date, there have been no other such reports recorded for this lot number.

Manufacturer narrative:
The device is not yet available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not yet available for evaluation